Event description:
The patient reported that the implant was defective since implant so it was replaced. There were no further complications reported as a result of this event. The indications for use were gastric stimulation and gastrointestinal/pelvic floor.